Event description:
Philips received a complaint from the customer biomed, reporting a machine and proximal pressure sensors failed message displayed on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The diagnostic code 1007 (machine and proximal pressure sensors failed) was confirmed in the device event log. The rse advised customer to power off the v60 and remove battery power. The rse then instructed the bme to reconnect the data acquisition (da) to motor controller (mc) cable and to make sure the cable locks into the connector. After the completing the recommended actions, the bme reported the issue was resolved. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.